Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred. The leak was visually observed in the dialysate. The machine alarmed. Estimated blood loss was 350cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported complaint is confirmed as an internal blood leak. Visual examination, subsequent to disassembly of the dialyzer, identified a short fiver at 180 degrees, which measured approximately 2.5cm in length. Further examination of the extracted fiber bundle identified a looped fiber at 180 degrees, both ends of the fiber were noted to be potted within the cavity ID end pu. The looped fiber measured approximately 10.0cm in length. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.